Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, it is likely that damage to the circuit board of the scope connector caused a noisy image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had poor image quality (flickering endoscopic images). When connected in combination with the facility¿s clv-190, there is scattered poor image quality throughout the entire endoscopic image. Across the entire monitor (particularly from the centre to the left), when the return scope and light source are connected. When the target scope connector was stirred, the frequency was approximately twice (occurred when the light source was connected). The issue occurred during setup, before the patient was in the room. There were no reports of patient involvement.